Event description:
It was reported via china competent authority (nmpa, national medical products administration) 133515600202200101 that in-stent restenosis occurred. The patient underwent stenting due to recurrent chest pain three years ago, and three stents were implanted in the right coronary artery. After 2 and half years, the patient went to the hospital for further evaluation, showed restenosis in the stent, and drug balloon dilation was performed. Half a year ago, the re-examination showed complete occlusion of the right coronary artery, and then on december 3, 2012, a 3.50 x16mm boston scientific stent was implanted in the right coronary artery. On (B)(6) 2022, the patient re-examination which revealed severe restenosis in the stent, and it has not been treated at present. No further information was provided.